Event description:
A (B)(6) old male patient called zoll customer support to report that he was receiving excessive alarms. The patient ended use and did not require replacement equipment.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (arrhythmia alarms) was confirmed. Upon investigation a wire for the distribution node (dn) to rear therapy electrode (te) cable was broken inside the distribution node, causing a weak connection. The root cause for the weak connection due to the damaged wire could not be positively identified. No adverse event resulted from the weak connection inside the distribution node. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (arrhythmia alarms) has been confirmed. Upon investigation a loose wire was found on the auxiliary pca board. The root cause for the loose wire could not be positively identified but was likely from the monitor being dropped on a hard surface. No adverse event resulted from the loose wire on the auxiliary pca board. Device manufacture date: electrode belt sn (B)(4) manufactured 10/2009. Monitor sn (B)(4). Manufactured 03/2009.